Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d11, h6 (patient). Corrected: d3, g1 (physical manufacturer). H6 patient code: no code available (3191) was used to capture absence of treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating the affected side was left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that the patient has a 4 depuy hip products. Perioperative notes (pc-(B)(4) perioperative notes ad (B)(6) 2019) reviewed for MDR reportability. Patient received an uneventful right anterior approach total hip arthroplasty on (B)(6) 2019, utilizing ingrowth components. There were no complications noted in the perioperative records. Doi: not reported - dor: not reported (unk hip).